Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2008, at the index procedure, the patient had a 3.5x12mm taxus express2 stent implanted in the proximal right coronary artery (rca). (B)(6) 2010, the patient had an ischemic symptom according to an ECG performed. It was determined that the patient had stenosis in the mid rca. The patient underwent coronary artery bypass grafting, for which the mid rca and left circumflex coronary artery were bypassed. Per follow up performed in (B)(6) 2011, the patient's condition was reported to be improved.

Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2010. Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).